Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. It was reported that the patient was seeing the 8286 (empty reservoir) code on his ptm (personal therapy manager) and he was also hearing a pump alarm. He had missed a pump refill. The patient had already spoken with his managing healthcare professional but was calling to confirm the code meaning. No patient symptoms were reported. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.